Event description:
It was reported that the patient's left knee was revised due to a distal femoral fracture. A triathlon knee including a cr femur was revised to a gmrs/ mrh knee construct. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.